Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02may2019. A follow-up report will be submitted once the investigation has been complete

Event description:
The customer reported a backup alarm failure. It was reported that the device was in clinical use at the time of the event. No patient or user harm was reported.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 15may2019. The device was not in clinical use at the time the reported event occurred. The field service engineer (fse) confirmed the reported problem. The fse replaced the central processing unit (cpu). After, the fse ran the self-test and the unit passed. The fse ran the electrical safety test and the performance verification test. The unit passed both tests. The fse reported that the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.